Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a customer is complaining about the packaging of the powder component. The outer packaging of the powder cannot be opened without tearing. This happened four times and the cement needed to be discarded. No surgical delay reported, no adverse patient and/or user consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: (B)(6) DHR review: product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 9783758. 1) quantity manufactured: (B)(4). 2) date of manufacture: march 2021. 3) any anomalies or deviations identified in DHR: no. Non-conformances were identified 4) expiry date: 31-mar2023. 5) IFU reference: heritage IFU ¿ medicated rev 3.